Manufacturer narrative:
(B)(4). Visual examination of the unit noted that the coiled tube had 5 turns. The root cause of the reported condition was determined to be a manufacturing defect.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of tangled coiled tubing was confirmed. Visual examination of the unit noted that the coiled tube had 4 turns. A functional test was performed on the unit by manually filling the device with 100 ml of water. After fill, the coiled tubing became tangled. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that an infusor had entagled coiled tubing stuck between the housing and volume indicator. This condition occurred after filling. The device was filled with a 30ml solution of fentanyl citrate. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.